Manufacturer narrative:
Concomitant medical products: product ID 8780, lot# n622543002, serial# (B)(4), implanted: (B)(6) 2016, product type catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported that 2 weeks after the patient's implant, the catheter became "unhooked" from the pump. The patient was receiving morphine and it was set for less than 1 ml for 24 hours. No further complications were reported or anticipated.